Event description:
The customer reported via phone call that he experienced air bubbles in the reservoir. The customer stated that the air bubbles were bad enough to inhibit even 1 unit of insulin delivery. The customer explained that he experienced air bubbles within 12 or 24 hours of using the reservoir. The customer declined troubleshooting for the air bubbles because he had already performed troubleshooting in the past. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.